Event description:
Child reported difference between sensor and bg meter readings. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).